Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products' associated mdrs 1225714-2014-05554, 1225714-2014-05555, 1225714-2014-05556, 1225714-2014-05557 and 2937457-2014-01405.